Manufacturer narrative:
The event occurred in (B)(6). (B)(4): will not be returned to manufacturer.

Event description:
Customer reportedly received results of 1.4 mmol/l and 14.6 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips were requested, but customer stated that the test strips were disposed off and no longer available.

Event description:
Customer reportedly received results of 1.4 mmol/l and 14.6 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.